Manufacturer narrative:
(B)(4). Batch n92m9m. The device was returned with the blade tip broken off. The broken tip was not returned. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the remove instrument from patient alert screen. Dry body fluids were observed on the handle and shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the shears worked fine for the mobilization of the tubes of the uterus. Also the surgeons kept the branches clean. However, all of a sudden the generator gave an error message showing "please remove instrument from patient". The generator was rebooted, the same shears were tested again and the operation went on for about five minutes before the same error message came again. Subsequently the problem was solved by replacing the device with the same product code to complete the procedure.